Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported that the stent graft was accurately placed and deployment was initiated below the renal arteries; however, upon deployment of the remainder of the stent graft it was noted that the bifurcated stent graft slipped down 2 cm below the renal arteries. The physician elected to implant an aortic cuff. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: incorrect technique/procedure (grafts were inaccurately delivered by the user). Eval conclusion: device failure related to user handling (grafts were inaccurately delivered by the user).